Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2016 with the following findings: during testing, the display was observed to be scratched. The display was dim and discolored. Additionally, the audio bolus button cover was missing.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was scratched. It could not be confirmed if the display could be read. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.